Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated and a suprarenal aortic extension. The patient had an annual follow up computed tomography scan, and the physician noted contrast outside of the graft proximal 1/3 of the endograft. Patient has had some decrease in overlap however there still appears to be 24 mm of overlap. The physician leaned towards a type 3b, and felt that patient would need a selective angio to determine exactly where the leak is coming from. The physician will be scheduling the patient for a selective angio and secondary repair.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: severe calcifications in the aortic neck proximal aneurysm.

Event description:
On (B)(6) 2015 a secondary intervention was performed. Physician gained access and performed both a lateral and angio run and displayed a type 3 endoleak in the upper part of the originally implanted bifurcated. To determine if the leak was a type 3a or type 3b leak, physician placed a coda balloon across the overlap between the bifurcated and suprarenal and shot another angio with pig tail above balloon. The endoleak was still present in the upper part of graft. Physician elected to treat the patient with an infrarenal bridge piece covering well above and below leak area. Final angio run demonstrated no leak. The area had been adequately covered. The patient is doing well.